Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.Additional information was received that the patient's implantable pulse generator (IPG) had reached End of Life. The patient was doing well postoperatively and the explanted IPG was retained by the medical facility and will not be returned.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A REVISION PROCEDURE DUE TO AN UNKNOWN REASON. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS. ADDITIONAL INFORMATION WAS RECEIVED THAT THE PATIENT'S IMPLANTABLE PULSE GENERATOR (IPG) HAD REACHED END OF LIFE. THE PATIENT WAS DOING WELL POSTOPERATIVELY AND THE EXPLANTED IPG WAS RETAINED BY THE MEDICAL FACILITY AND WILL NOT BE RETURNED.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A REVISION PROCEDURE DUE TO AN UNKNOWN REASON. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS.

Manufacturer narrative:
Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.